Manufacturer narrative:
The valve remains implanted. Investigation is ongoing.

Event description:
During a pulmonic case in a patient with difficult anatomy, the first 23mm sapien 3 (s3) valve migrated ventricular upon inflation during transfemoral approach. There appeared to be some paravalvular leak (pvl) and the physicians felt that post dilating would expand and help shorten the s3 valve. Post dilation was performed with a 24mm true balloon, looked with ice and the leaflets appeared to be non-functional with full pulmonic insufficiency (pi). At this point the physicians decided to implant a second 23mm s3 valve. Post deployment, interrogated with ice and there was no pi or pvl. They then they closed access site with perclose. The patient did fine during the procedure.there was a discussion regarding the cause of the ventricular migration, indicating tortuosity and sizing differential just distal to the implant location led to this event.

Manufacturer narrative:
As the valve remains implanted, no visual inspection, functional testing or dimensional testing could be performed. No imagery was returned for review. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As the complaints were unable to be confirmed, a lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Commander delivery system with s3 pulmonic IFU and procedural training manual were reviewed. It indicates that managing post dilation, if regurgitation is central rather than paravalvular, do not post-dilate. No IFU/training deficiencies were identified. The complaints were unable to be confirmed since relevant imagery or medical report was not provided for evaluation. A review of the DHR, did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the first 23mm sapien 3 (s3) migrated ventricular upon inflation during transfemoral approach. There appeared to be some pvl and the physicians felt that post dilating would expand and help shorten the s3. Post dilation was performed with a 24mm true balloon, looked w/ ice and the leaflets appeared to be non-functional w full pulmonic insufficiency.'' Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. Per complaint description, patient had a challenging anatomy. Navigating through a tortuous anatomy can cause tension build up in the system. During deployment, the released of system tension may lead to thv malposition especially if slow inflation technique was not applied. As such, available information suggests patient factors (tortuosity) may have contributed to the reported event. Per complaint description, central regurgitation and restricted leaflet motion were noted after post-dilating the valve using a 24mm true balloon. Although post-dilation may help resolve pvl, central regurgitation is an associated risk as it can cause leaflets to over-stretch or valve to over expand. Review of case notes revealed that additional 2cc of volume was used to inflate the balloon. Use of additional volume may also result in over-stretching of the valve leaflets. Overexpansion may disrupt leaflet from proper coaptation leading to central regurgitation. As such, available information suggest, procedural factors (post-dilation/overexpansion) may have contributed to the reported events. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.